Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the threads of the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/13/2015 with the following findings:potential evidence of short battery life was observed in the black box data. The battery compartment was observed to be cracked below the grip pad; however, the battery compartment threads were found to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Evidence of moisture ingress was found inside of the battery compartment. The pump was able to maintain power with the returned battery cap installed. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.